Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an occluded right femoral artery in the lower third. A 5.0 x 120mm supera stent delivery system was advanced to the lesion, and the stent partially deployed. The device was simply removed. Another device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported difficulties were unable to be confirmed as the stent had already been deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR, the following information was provided: the stent fully deployed in the target lesion. However, it moved lower from the deployed location, therefore the physician simply retrieved the stent manually from the vessel. Atherectomy was not performed. No additional information was provided.